Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the "b30" error occurred when using olympus, model series 190 scopes with the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely the cause is related to a foreign material, dirt, or dust that adhered to the scope connector of 190 scope or the scope connector of the clv-190. Per instructions for use: b30 scope communication err -foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. -wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. -the video system center cannot communicate with the endoscope. -stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.